Event description:
Instrument non-functional. When cleaning instrument, it was not working properly (unable to open & close instrument). Upon disassembly, instrument found full of blood & tissue. Disassembled instrument. MFR's instructions are that instrument is not to be disassembled, even for cleaning. MFR's instructions followed for cleaning & despite following the instructions, blood & tissue remained. Unable to sterilize & clean instrument following instructions from co. Now have an instrument unable to use. This instrument was used on at least 17 pts. Hosp attempting to learn of any ill effects/infections pts might have sustained as a result of this instrument.